Event description:
It was reported that inflatable penile prosthesis (ipp) device worked well until about 1 year ago. Patient now complains of the implant cylinders are no symmetrical, there is a hard bulge on the right side of the corpora, the pump is very hard to inflate and the bulb goes flat without re-inflating and the penis is more curved than it used to be. Patient had threatened erosion. All components were explanted and replaced.

Event description:
It was reported that inflatable penile prosthesis (ipp) device worked well until about 1 year ago. Patient now complains of the implant cylinders are no symmetrical, there is a hard bulge on the right side of the corpora, the pump is very hard to inflate and the bulb goes flat without re-inflating and the penis is more curved than it used to be. Patient had threatened erosion. All components were explanted and replaced.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegations of mechanical issue and degraded cylinders were confirmed via product analysis. The ams 700 momentary squeeze (ms) pump was visually inspected. The krt was worn to filament; no leaks were found. The pump was functionally tested and performed within specification. The ams 700 flat reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell adapter junction at corner of fold that was result of sharp instrument damage, which most likely occurred during explant. Due to this damage being consistent with explant it will be considered a secondary failure. Hole was present. The ams700 ipp cylinders were visually inspected and functionally tested. Cylinder 1 has wear at fold; no leak was found. Cylinder 2 had broken fabric threads and exhibited bulging when inflated; no leak was found. Based on the results of this investigation, no escalation is required.